Event description:
Same case as MDR ID# 2134265-2010-04236. It was reported that during an unspecified treatment procedure, the stent delivery system became stuck on the guide wire. A 6x20x1350 sentinol nitinol billary stent system "locked" up on a magic torque guide wire and the stent delivery system was unable to be advanced or removed from the guide wire. The guide wire and stent delivery system were removed as a unit without incident. The procedure was completed with another of the same device. No patient complications were reported and the patient is listed as 'ok'.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)